Manufacturer narrative:
The device history record (DHR) for the lot number 17405783m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). The device was not returned to bwi.

Event description:
It was reported that upon removal of smart touch bidirectional catheter from the patient during an idiopathic ventricular tachycardia procedure, the internal wire was not completely exposed, but bent and broke. The electrodes appeared damaged and the tip was loose. No electrodes had been peeled off. No sharp edges were noted. Catheter was replaced with a different one, and the procedure was continued without patient consequence. This issue is MDR reportable due to the potential of thrombus caused by exposure of internal catheter components. It was also reported that an MDR not reportable issue occurred during the same procedure. High force readings were being displayed with the use of a smart touch bidirectional catheter.

Manufacturer narrative:
(B)(4).